Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. No insulin odor noted in the reservoir compartment. No moisture damage noted on the electronic assembly or on the motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the blood glucose was high and the pump failed high pressure test. It was reported that he woke up with blood glucose of 527mg/dl. He says he tried to treat it with fast insulin with the pump, but the blood glucose did not descend, so he changed the infusion set and tried again. But again the blood glucose did not descend. He tried 5 speed bolus in total, but the blood glucose did not descend. He finally treated with pen, and now blood glucose is 180mg/dl. The insulin pump passed selftest but failed high pressure test. High pressure test was performed again and the insulin pump failed again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.